Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an unknown size abdominal aortic aneurysm.. Approximately six years later, a type ia endoleak was observed during a follow up CT. It was reported the stent graft was 1cm from the level of the lowest renal but the physician reported there were no previous films so he was unable to tell if the graft had migrated. An intervention procedure was carried out approximately two weeks later to treat the endoleak. An endurant cuff was implanted up to the level of the lowest renals. Four endoanchors were also placed at the proximal end of the cuff to ensure good seal. The event is reported to be resolved with no sign of the type ia endoleak on the angiogram carried out at the end of the procedure. The physician reported the cause of the event to be progressive neck dilation. No additional clinical sequalae were reported and the patient is fine.